Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). No product was returned but pictures provided indicate the product to be fractured as reported. The reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill bit arrived bent and fractured. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). Visual review of the provided picture confirms the drill bit to be bent and fractured at the tip.

Event description:
No further event information available at the time of this report.